Manufacturer narrative:
Device related data quality updates only*. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-air, corrected brand name: base unit, servo-air . D4 - version or model # previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. It was not possible to find what was causing the issue. Therefore, the defective ventilator has been sent to the manufacturer for repair. The return ventilator has been tested in the manufacturer site by the return department. It was possible to reproduce the issue. The o2 gas module has been replaced to resolve the issue. After that, it passed the pre-use check. It worked as it should during ventilation for 16 hours, and it passed another pre-use check after the ventilation. The provided logs by the return department, confirm the reported issue. The flow is a little bit above the upper limit. The replaced gas module has been tested further by the complaint department. It passed several pre-use checks, and no abnormal was found during ventilation for 4 hours. It passed another couple of pre-use checks without any issue. The o2 gas module was the cause of the issue. However, it was not possible to find the root cause as the issue seems to be intermittent. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).